Event description:
It was reported that a spectrum pump powered off without user input during delivery of levophed in the intensive care unit. There was no report of patient injury or medical intervention associated with this event and a new pump was used and began infusing without issue. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.